Manufacturer narrative:
(B)(4).

Event description:
It was reported by the field service engineer (fse) that "while on patient the display would freeze and go blank while pressing keys on the monitor. The intra-aortic balloon pump (iabp) was swapped and the patient was not harmed. After the swap, cath lab tried running the pump on the simulator and received "unable to refill" alarm error message." The fse found while pumping with the customer's balloon simulator, abnormal balloon waveform and clicking sound then "unable to refill" alarm. The fse also found this balloon simulator not properly inflated. Properly inflating the balloon simulator fixed the problem. Could not replicate screen freezing to ensure successful repair. The display umbilical cord is replaced. The iabp performed to specification. There was no reported patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "black screen when the buttons is pressed" is not confirmed. Although, the root cause of the complaint could not be determined the returned display head cable passed visual and functional test specifications. No further action required at this time.

Event description:
It was reported by the field service engineer (fse) that "while on patient the display would freeze and go blank while pressing keys on the monitor. The intra-aortic balloon pump (iabp) was swapped and the patient was not harmed. After the swap, cath lab tried running the pump on the simulator and received "unable to refill" alarm error message." Additional info/service findings: the fse found while pumping with the customer's balloon simulator, abnormal balloon waveform and clicking sound then "unable to refill" alarm. The fse also found this balloon simulator not properly inflated. Properly inflating the balloon simulator fixed the problem. Could not replicate screen freezing to ensure successful repair. The display umbilical cord is replaced. The iabp performed to specification. There was no reported patient death, serious injury or complications.

Event description:
It was reported by the field service engineer (fse) that "while on patient the display would freeze and go blank while pressing keys on the monitor. The intra-aortic balloon pump (iabp) was swapped and the patient was not harmed. After the swap, cath lab tried running the pump on the simulator and received "unable to refill" alarm error message." Additional info/service findings: the fse found while pumping with the customer's balloon simulator, abnormal balloon waveform and clicking sound then "unable to refill" alarm. The fse also found this balloon simulator not properly inflated. Properly inflating the balloon simulator fixed the problem. Could not replicate screen freezing to ensure successful repair. The display umbilical cord is replaced. The iabp performed to specification. There was no reported patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "black screen when the buttons is pressed" is not confirmed. Although, the root cause of the complaint could not be determined the returned display head cable passed visual and functional test specifications. No further action required at this time.